Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc did not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the host pc did not boot up when the power button was pressed. The host pc was restarted manually, and it resolved the issue. The host pc was replaced in the subsequent case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.